Manufacturer narrative:
On november 17, 2021, during service of the autopulse platform (sn (B)(4)), the encoder gearbox shaft was observed seized. The root cause of the issue was the defective integrated encoder gearbox due to a defective component. The visual inspection of the returned autopulse platform revealed cracked top cover and the front and bottom enclosers, and the battery lock was noted broken. The observed physical damages appeared to be the characteristics of the harsh impact caused by user mishandling, such as a drop. The damaged top cover, front and bottom enclosers and the battery lock were replaced to address the damage. The initial functional testing of the autopulse platform passed without any fault or error. However, during the service, the encoder gearbox shaft was observed seized and was replaced to remedy the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During service of the autopulse platform (sn (B)(4)) performed at zoll on 11/17/2021, the encoder gearbox shaft was observed seized and required replacement. No patient involvement.